Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump (unknown concentration, dose, and lot #) for intractable spasticity and other spasticity. The patient experienced withdrawal symptoms. On (B)(6) 2016, the pump and catheter were replaced. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant medications, pertinent medical history, withdrawal onset date, diagnostics performed, and if the cause was determined. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter revealed a catheter body hole caused by deep abrasion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated ¿the medication that was within the pump at the last time of operations they did place gablofen¿.

Event description:
Additional information was received from a consumer on (B)(6) 2016. It was reported that the patient started to go through withdrawal in (B)(6) 2016, around the (B)(6).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.